Event description:
Customer performed a blood glucose test and received a result of 141mg/dl. The customer didn't feel well and called the paramedics. 5 minutes later the emergency medical technician's tested their blood glucose and received a result of 33mg/dl. The customer was transmitted to the hospital and given glucose. The customer was admitted to the hospital. No controls were being used. A request was made for the return of the suspect device and replacement was sent.